Manufacturer narrative:
Pt age/date of birth: (B)(6) 1958. Pt gender/sex: female. Implant date: if implanted; give date: (B)(6) 2015. Device available for evaluation: yes. Returned to manufacturer on: 11/04/2015. Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed. Only one half of the iol was returned. Visual inspection at 10x microscope magnification was performed on the returned 1/2 of the lens. Loose particles in the optic body were observed and are compatible with handling the lens out of the sterile environment. The half lens received was observed clear as expected. The condition observed in the lens is consistent with a lens that has been cut due to explant of the lens from a patient's eye. The investigation results do not suggest that the complaint sample has been affected by the manufacturing process. Based on the investigation results no product deficiency was identified. Manufacturing record review: a review of the manufacturing records for the iol were performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. The lens diopter results showed that lens serial number corresponded to 26.5 diopter. The iol reported was released within the diopter specifications. No deviation was reported. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A search on complaints related to this production order revealed that no other complaints for this order were received. No non-conformance reports for the complaint issue were found within the timeframe the product was manufactured. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was having vision issues. The initial implant date was not known. No further information was provided.